Event description:
The customer reported that while training was being performed on the vs2+ monitor the screen froze.

Manufacturer narrative:
(B)(4). The customer reported that while training was being performed on the vs2+ monitor the screen froze. The customer stated that the parameters were displayed (on the monitor screen) but no buttons could be selected to interact with or shut the monitor off. This is being considered reportable because during a screen freeze, real time monitoring has stopped. Alarms may not be sounded if they occur. The clinician might be treating using old information. The pt's true condition may not be reported. If the pt condition were deteriorating, there is potential for serious injury. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.